Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric mini bypass, the devices were not holding the needle and the needle was popping out. The patient status was unknown.